Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead impedance measurements were less than 200 ohms via remote monitoring system. It was noted that at a previously heck the values had gradually dropped. A follow up will be performed to check this system. An rv lead insulation issue was suspected. No adverse patient effects were reported.

Event description:
Additional information noted that a revision took place and a pacing lead was added while the device was replaced. No additional adverse patient effects were reported.

Event description:
At this time, no follow up has taken place.